Event description:
It was clarified that the patient was diagnosed with vocal cord paresis following explant of the patient's vns system. The explant of the patient's vns system was due to infection (reported in MFR. Rpt# 1644487-2015-06367). The vocal cord paresis was deemed to be related to the device explant procedure. The patient will be reassessed at a future date for possible vns re-implantation. No known interventions have been reported for the vocal cord paresis.

Manufacturer narrative:
.

Event description:
A provider reported that a patient experienced left-sided vocal cord paralysis attributed to vns implantation surgery. It was reported that the patient's vns system was subsequently removed to allow the vocal cord paralysis to heal. The patient has not been re-implanted to date. Attempts for additional relevant information have been unsuccessful to date.